Event description:
On 01/31/2023, it was reported by a sales representative via sems that a ar-9531 humeral liner impactor broke. This occurred during a case, with no patient effect reported. No additional information provided. Additional information requested. Additional information provided 01/30/2023: the procedure performed was rsa on (B)(6) 2023. This was discovered during the implantation of humeral cup poly which is the last part of the case. The bone quality of the patient was good. No fragments broke inside of the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation confirmed based on the photo provided by the reporter. Visual inspection revealed that the ar-9531 humeral liner impactor handle was broken. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.